Event description:
The patient reported that they had new medication added to the present medications in their pump. They started having a reaction two days later. They felt drunk, wobbly, and light headed, and they had an upset stomach. They thought that maybe their body had to adjust to the new medications. The next day they felt worse. Their doctor was out of town. They knew that the only thing that had to be done was that their pump had to be adjusted down. The medications infused were not specified, though the therapy was for pain.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).